Event description:
The tunneling tool is composed of a long plastic shaft with a specially-shaped tip and a long, pliable metal tube with a handle to which the tip's plastic shaft is affixed. Difficulty was encountered while tunneling through the soft tissues and muscular layer under the skin between the incision behind the right ear and the incision in the chest wall. It was noted that the cone-shaped distal tip of the plastic shaft was missing and apparently retained in the patient even though the handle lock was still in place. Attempts to find the 5 cm long missing tip were not successful in part because it is not radiopaque nor visible with ultrasound.